Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to pelvic organ prolapse, and sui. The patient underwent another surgery on (B)(6) 2006 due to vaginal prolapse and urinary retention. Following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent release of mesh on (B)(6) 2004 due to urinary retention and pelvic pain.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6)( 2003 and mesh was implanted. The patient underwent another procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh implants on (B)(6) 2003 and additional mesh implant on (B)(6) 2006. It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2003 along with concurrent bilateral sacral spinous fixation, cystocele repair with bilateral paravaginal repair, rectocele and enterocele repair.